Manufacturer narrative:
The manufacturer has many multiple attempts to obtain the device for evaluation. The device was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. If additional information is received by the manufacturer, an addendum to this report will be filed. Patient labeling warns the user if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. The intended use of this device is to provide non-invasive ventilatory support to treat adult patients (>30 kg/66 lbs) with obstructive sleep apnea and respiratory insufficiency caused by central and/or mixed apneas and periodic breathing. This device may be used in the hospital or home. This device is not intended for life support. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. Device not received for evaluation.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device failed to power on and provide therapy, leading to hospitalization. The device was not in patient use. There was no report of permanent patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the manufacturer's investigation, a follow-up report will be filed.